Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the device was no longer able to be interrogated, although a magnet rate was still available. The physician will attempt to interrogate during the next follow-up. The patient was in stable condition.